Manufacturer narrative:
Evaluation of heartmate 3 left ventricular assist system (lvas), (B)(4), confirmed depositions within the rotor and the interior of the outflow graft. Additionally, the report of kinking of the outflow graft could not be confirmed through this evaluation. Upon disassembly of the returned pump, examination of the blood contacting surfaces of (B)(4) confirmed a denatured deposition occluding the rotor eye and vanes. The thrombus formation was lightly seated and was not adhered to the rotor, suggesting that it likely did not form in the area. This formation was likely ingested during pump support and would have occluded the blood pathway, contributing to the reported low flow alarms. The origin of the thrombus formation could not be conclusively determined. In addition, there was a red, tissue-like deposition adhered within the distal portion of the interior of the outflow graft. This deposition appears consistent with the report of low flows and potentially developed secondary to the low flow events. However, a specific cause for the low flow cannot be determined through this evaluation. Additionally, the exterior of the outflow graft did not reveal any evidence of twists or kinks; there were no creases or smooth tissue growth observed on the outside of the graft to suggest kinking for an extended period of time. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The log file confirmed low flow alarms beginning on (B)(6) 2019 and becoming more persistent over time, consistent with developed thrombus. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a line placed which showed widened pulse pressure, and echocardiogram demonstrated clot at inflow cannula. Log files sent suggested material in pump. Inr was therapeutic at time of event at 3.0. During pump exchange, the surgeon observed a clot and noted the outflow graft was kinked. No additional information was provided.

Manufacturer narrative:
Information requested but not provided. No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported that the patient was extubated on (B)(6) 2019. Transferred to step down unit on (B)(6) 2019. Initially flows stable, patient had some issue with pain control. Overnight, had 2 low flow alarms in the setting of hypertension with maps of >100 mmhg consistently despite IV hydralazine. Started on nitro ggt and pressures remained >110mmhg. Tte with suspected left ventricle thrombus. Currently on route to the operating room. On (B)(6) 2019 patient had emergency pump exchange with huge thrombus, patient was reported to be doing well. No further information provided.